Event description:
It was reported that during a follow up, high rv lead impedance was observed. Externalized conductors were noted via x-ray. The patient's condition is good. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.